Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pencil was not cutting as it typically did and was slow and inadequate. Cords were checked, and it was observed that the tones did not sound like the usual pencil during activation. The surgeon tried to continue with procedure, but was not getting tissue effect and asked to have cut/coag turned up from 25/25 (typical setting) to 40/40. The issue persisted and the other tip was opened and inserted in original pencil with same results. The surgeon finished the procedure with the 2nd tip not functioning/cutting well, at a setting of 40/40. The patient developed a hematoma post operatively which was observed at check up. The patient had a bleeding less than 250cc and developed a hematoma post op which was observed at first post op check up.